Event description:
A report was received that the patient was not able to charge the ipg. The patient could not get the charger to couple over the ipg. It was noted that the patient was very large and was not getting good charger to ipg communication. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.